Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review.

Event description:
End user stated his right foot was resting on top of his right ankle sticking out. End user stated when he attempted to move to the right the power chair lurched straight forward resulting in his foot hitting the garbage can and twisting. Per end user after a few days his foot swelled up which prompted him to seek medical intervention. Per end user he was diagnosed with a broken fibula and fibula bone.